Event description:
"Fios 11x100 used as a camera port, 15x100 kii used to deliver lap band - all 5mm graspers/etc used in 15mm port, however, upon attempting to pull out cut strap from gastric band, the distal tip of the prot fractured. Approx 4 pieces of 15mm prot fell into the patient but was located and removed. Samples kept and taken to office. Procedure took approx 10 minutes longer to locate and removed port pieces."

Manufacturer narrative:
Upon receipt of product and completion of our investigation, a follow up report will be issued.